Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted after an episode of ventricular tachycardia and was started on amiodarone and had no further symptoms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined through this evaluation. The patient remains ongoing on vad support with no further related issues reported. The heartmate ii lvas IFU rev. C is currently available. Cardiac arrhythmia is listed in the IFU as an adverse event that may be associated with the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.